Event description:
The physician was attempting to place an endeavor spring rapid exchange drug-eluting stent through a previously deployed stent in the mid lad. The lesion was non-tortuous with no calcification. The device was inspected prior to use with no issues noted. The endeavor spring rx stent became unravelled after coming into contact with the previously deployed stent. The physician experienced slight resistance when going through the previously deployed stent. The stent was removed from the pt successfully and another stent was used without issue. There was no injury to the pt and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (possible interaction with previously deployed stent), (failure to deliver stent and stent deformation), (device discarded). Conclusion, results: (previously deployed stent).